Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: extraction of a very old his bundle pacing lead: a safe and effective procedure? Pacing and clinical electrophysiology. 2021;44:1464¿1465. Doi: 10.1111/pace.14227. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding extraction of a very old his bundle pacing lead. The article reports a patient who developed an infection and underwent an extraction of their his pacing lead with extraction tools. The status/disposition of the lead is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.